Event description:
Insulin pump trainer reported customer being hospitalized for high blood glucose levels and dka. Customer had symptoms of nausea, vomiting, and dehydration. Troubleshooting was performed and pump appeared to be functioning properly.